Event description:
The manufacturer received information alleging a ventilator was alarming for "critical errors". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery was observed. The device's power management board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.